Event description:
The end user reported that the pt was burned during the user of a digital tens unit with four electrodes.

Manufacturer narrative:
End user: the end user reported that the pt was burned during the use of a digital tens unit with four electrodes. Deroyal: the defective sample was returned. The power button is stuck and continues to be under review.